Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 1.4, lab: 3.0. Tests done within an hour, venipuncture at the lab. Pt self tester has noticed low results between 1.4-1.7 with her past few tests. Pt started testing on the inratio meter in (B)(6) 2011. Technical services is sending new strips for further correlation.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(4) 2012, inratio: 1.4, reference: 3.0, mean: 2.20, confidence limits: 1.4-3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. As of (B)(4) 2012, no product is expected to return, nor strip lot info provided. No further investigation will be pursued at this time. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No strip lot info was available and no product was expected to be returned. Strip code ss4mn was reported as the lot number. This corresponds to 5 different lots of 100071. Root cause could not be determined from the info provided by the customer. Brick lot #257204 with strip code ss4mn material was split into six different lots: lot #270103 into 12packs, lot #269014 into 12packs, lot #270158 into 12packs, lot #270497 into 12packs, lot #270162 into 12packs, lot #269015 into 48packs. Therefore, 155 discrepant complaints have been reported for lot #s 270103, 269014, 270158, 270497, 270162 and 269015 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4). Corrective action is not required at this time.